Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported keypad pad not working for number 0, 1, 2, which was reproduced through troubleshooting the device. Evaluation determined to be failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which number pad was not working for numbers 0,1 and 2. There was no patient involvement. No additional information is available.